Event description:
This is an adverse event occurring in a patient with a 7cm barrett's esophagus containing low-grade dysplasia (enrolled as patient in the (B)(6) registry). The patient had 2 rf ablation procedures in 2009 and had no evidence of stricture formation at follow-up visits in 2009. However, in 2010 during an endoscopy, a benign appearing stricture was noted and dilated once. The patient reported thereafter that all symptoms had resolved. The physician stated that there was no relationship of this stricture to any device malfunction.